Manufacturer narrative:
(B)(4). Batch # n92643. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during radical operation for thoracic esophageal cancer, an unknown error code alert screen displayed by generator, and then the titanium tip was found with breakage. Changed yo another one to complete surgery. There was no patient consequence reported.